Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. During preparation of a synergy drug-eluting stent, it was noted that the stent was pulled off of the balloon after removing the protector. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.